Event description:
Pt underwent a bilateral mastectomy on (B)(6) 2009 with a bilateral, single stage breast reconstruction using veritas collagen matrix. The pt developed a seroma which was treated with aspiration in the clinic. The pt had one drain placed in each breast in the pre-pectoral space for a duration of 7 days after the initial surgery and she received oral antibiotics post-operatively.

Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.